Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused bacterial peritonitis. The bacterial peritonitis was manifested by abdominal pain. On the same day as onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. On an unreported date during the hospitalization for peritonitis, pd catheter was removed and pd therapy was discontinued. As a result, the patient began hemodialysis. It was reported that the patient would be retrained on aseptic technique when pd therapy was resumed. Nine days after the hospitalization started; the patient was discharged from the hospital. It was reported that the patient was recovered from the peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.